Event description:
The pt is a 34 year -old white female who has had bilateral breast augmentation on 9/28/86 using the 205cc low-profile implants. The pt became symptomatic during the pregnancy with her first child. In 9/92, the left breast became hard during breast feeding associated with rash, redness and she probably had a mastitis at that time. In 11/92, the pt developed chronic fatigue with hair loss, weight loss and at that time was diagnosed with hypothyroidism. The pt, however, continued to have fatigue despite the thyroid replacement. The pt also developed diffuse arthralgias, myalgias, lymphadenopathy in the neck and groin region, dry eyes and left breast pain, dry mouth, night sweats.